Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. According to the reporter, on approximately (B)(6) 2025, the patient experienced a hyperglycemic event and went to the hospital. There were no symptoms reported. When a fingerstick was taken the blood glucose reading was 20.0 mmol/l and the cgm was reading lower, but no specific cgm reading was reported. The patient was ¿put on fluids¿ (understood as intravenous treatment) and was discharged after 4 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available

Event description:
Subsequent to the initial MDR, a correction is required. According to the reporter, on approximately (B)(6) 2025, the patient experienced a hyperglycemic event and went to the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).